Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was higher than 500 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised they changed out the complete set and that resolved the issue. Customer declined to further troubleshoot for the no delivery alarm. Customer also declined to troubleshoot for the high blood glucose levels. Customer does not want to return the product for analysis. Customer advised their insulin pump is not beeping when it is supposed to. Troubleshooting for the beep anomaly was performed. Customer passed the self-test. Customer advised the device did vibrate during the self-test. Troubleshooting for the vibrate anomaly was performed. Customer advised they received a battery out limit alarm. Troubleshooting for the battery out limit alarm was performed. Troubleshooting for the battery out limit alarm was performed. Customer was advised that a replacement battery cap will be sent out.